Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information provided, a conclusive cause for the reported tissue damage and thrombosis cannot be determined. The reported patient effects of tissue damage and thrombosis are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report thrombosis and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted dilated left atrium and enlarged atrium. The first clip delivery system (cds 81129u209) was advanced to the mitral valve; however, it was difficult positioning the clip due to anatomical challenges. The clip grasped the leaflets fine, and the clip was deployed. Then a second cds (81217u193) was advanced to the left atrium, but a flap on the top of the clip was observed. The flap was possibly tissue or thrombus but this could not be confirmed, and therefore this was not treated. The cds was removed with the clip attached. A new cds was advanced, and the clip was successfully deployed. Two clips were implanted, reducing mr to 2+. There was no clinically significant delay in the procedure. No additional information was provided.